Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced adhesive issue on (B)(6) 2026 as tape was not sticking. It was stated that the adhesive tape on the quick release base did not stick and fell off.